Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The patient had atopic dermatitis and antimicrobials had been administered since postoperative period, but the pocket area became swollen. There were no additional adverse patient effects reported. The ICD was explanted.